Manufacturer narrative:
(B)(4).

Event description:
It was reported by a company representative that a medical professional was having trouble with their programmer. The company representative replaced the usb serial data cable. Further clarification from the company representative provided that the issue is actually with the usb port as it was found to be loose. She stated that the user had to manually hold the cable into the port. The tablet has not been received by the manufacturer for analysis to date.

Event description:
The tablet and associated usb serial data cable were received by the manufacturer on 08/08/2016. Analysis was completed on the returned tablet and usb serial data cable 09/01/2016. No anomalies associated with the usb port were identified during the analysis. No anomalies associated with the tablet performance were noted during testing using the ac adapter or the main battery with a full charge. The tablet performed according to functional specifications. Analysis was completed on the returned usb to db9 cable. The cause for the communication issue was associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.